Manufacturer narrative:
This report is submitted on february 08, 2018.

Event description:
Per the clinic, the device was explanted in (B)(6) 2018 due to a performance decrement, chronic ear infection and cholesteatoma.